Event description:
Paramedics responded to a pt in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and diagnosed in asystole vs. Vfib. According to the reporter, after a shock of 200 joules was delivered to the pt, the device alarmed connect electrodes and displayed a dashed line on the monitor. The pt was transferred to the hosp where the pt was resuscitated.